Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest. The patient reported that she was allergic to the fabric. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician told her to follow up with the distributor to confirm if there is a different model / garment that the patient could try. The distributor advised there are no other models/garments. The patient then reported that the physician advised her to remove and return the lifevest. Outcome of the skin irritation is unknown.